Event description:
The customer reported the battery light flashing and the device beeping when device is plugged into ac power. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.